Manufacturer narrative:
(B)(4). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Taking into account that there are no previous complaints of this code batch, we consider that is an isolated unit, but the whole batch is correct. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that when opening a package, there is no needle attached to the thread, the needle is missing. There is no patient involvement.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.